Manufacturer narrative:
The customer replaced the electrodes and performed calibration and qc with acceptable results. The customer also performed an ise check, replaced the reference solution, and primed all ise reagents. The field service representative found that the kcl line and the associated valve was leaking reference solution. He cleaned the leak, replaced the valve, and flared the kcl tube. He primed the reference solution and verified the line and valve were no longer leaking. He performed ise checks and verified the results. The operator performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2, ise indirect k+ for gen.2, and ise indirect ci for gen.2 results for 7 patient samples and questionable ise indirect na+ for gen.2 and ise indirect ci for gen.2 results for 1 patient sample on a cobas 6000 c501 module. The hospital staff questioned the initial results. Therefore, the customer repeated all patient results that were tested (B)(6) 2020 through (B)(6) 2020. The samples were repeated on a different cobas c501 analyzer, serial number (B)(4). The repeated results were believed to be correct. The results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.